Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that on the overload mechanism did not work during a lap chole. The jaws locked on the vessel. There was a clip deep seated in the jaw and when fired the jaw locked over the clip and tissue. The device was taken out and caused a tear to the tissue. Another device was used to complete the case. No add'l pt consequence.